Event description:
It was reported that the vns patient had erythema and drainage at the incision site. The patient went to the ER and it was determined that the patient developed an infection. The patient underwent surgery on (B)(6) 2014 to explant his generator and lead due to infection. The patient is expected to be re-implanted once the infection clears. The patient has not been re-implanted to date.

Event description:
Additional information was received that the patient was re-implanted with vns.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.